Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in emergency room (ER) after receiving inappropriate shocks for bigeminy rhythm. The patient received inappropriate anti tachycardial pacing (atp) on (B)(6). Programming changes were made. The patient was stable before, during and after the programming changes.